Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B) (4).

Event description:
It was reported that an uneventful novasure endometrial ablation was performed on (B) (6) 2010. On (B) (6) 2010, the pt was admitted to the hospital with a fever of 103 degrees fahrenheit and was given antibiotics. A cervical curettage and an endometrial curettage were performed and the pt was discharged on (B) (6) 2010. The pt was seen on follow-up on (B) (6) 2010 and was reported to be "fine".